Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia following a reported period of sporadic cgm connectivity after a sensor change, with the low blood glucose measured at 48 mg/dl and lasting about one hour. Symptoms included no loss of consciousness and no other acute clinical effects. Outcomes included self-management with oral carbohydrates and no medical intervention or hospitalization, with caretaker assistance provided out of kindness. Investigation included troubleshooting and education on device use and glucose correction. Investigation of this case revealed an unclear cause of hypoglycemia. It was concluded that the event was user-managed without clinical escalation and that the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.